Event description:
On (B)(6) 2014, it was reported that none of the buttons on the patient's infusion device were functioning and the rubber covering of the buttons was damaged. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.